Event description:
Ultra clip did deploy but it would not release for the catheter. Md and tech attempted to manipulate the catheter by rotating the catheter, but the device still would not release. The mechanism used to push the clip off the device was visualized as being misaligned. Md then manually pulled the clip off the tissue so another catheter could be used to clip the polyp. The manually removed clip was not visualized in the colon after md pulled it off the tissue. 2nd ultra clip used without incident. Scope removed and original clip was found intact after the channel was brushed. Ultra clip sequestered and given to (B)(6).